Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors. The customer's blood glucose was unknown at the time of incident. The customer was able to rewind. The customer performed self test and the insulin pump passed. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. Device passed selftest, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error were noted during testing. The motor was tested outside the device and passed. Device received with minor scratched lcd window and case.